Manufacturer narrative:
The sps08014 [2017 manufacture (3.0/1.2)] contained a tdk-lambda power supply which reflected rear-side main board damage to multiple surface mount components and a circuit trace in the region proximate to the cathode mounting pad for the large inboard most of its main line filter capacitors. The supply''s main 20a fuse "f1" was yet intact. Performance of this part impaired operation of the sps assembly which did not power on as returned. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
The device has been returned, but the evaluation is not yet available. The device history record was reviewed and found the system met specifications on the date it was manufactured. The investigation is underway.

Event description:
The user facility reported that the doctor heard a popping sound and the system shut down. They could not get it to re-boot. The customer was asked to check the power cord for a tight fit and press on the fuse holder to make sure it was snapped in place. The green light now comes on, but when the green button light is pressed nothing happens. There was no patient impact.